Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a surgical graft implantation procedure, the graft allegedly caused bleeding at the outflow end. It was further reported that the health care provider tried to stop the bleeding more than ten minutes but not successful. Furthermore, there is no information provided regarding additional medical intervention or medication prescribed to treat bleeding. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows the device is inside the patient, with fluid leaking out of the device. When the area is wiped dry, more fluid can be immediately seen leaking out of the device. Although the exact location of the leak on the device cannot be determined, the investigation is confirmed for the reported leak as fluid can be seen continuously leaking from the device. A definitive root cause for the alleged leak/splash could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2024), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a surgical graft implantation procedure, the graft allegedly caused bleeding at the outflow end. It was further reported that the health care provider tried to stop the bleeding more than ten minutes but not successful. Furthermore, there is no information provided regarding additional medical intervention or medication prescribed to treat bleeding. There was no reported patient injury.